Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information noted that programming changes were made and there were no patient consequences.